Manufacturer narrative:
Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for sleeve leakage with the incident lot was observed. The sleeve was found to be side-pierced by the non-patient cannula preventing full recovery of the cannula tip. Without the sleeve fully covering the cannula tip, leakage occurred. Additionally, 15 retention samples from bd inventory were evaluated by functional testing and the issue of sleeve side piercing / recovery was not observed as all 15 sleeves fully recovered the non-patient needles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve side piercing and leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the healthcare provider experienced blood leakage from the non-patient needle/sleeve." No reports of blood exposure or medical interventions.